Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During catheter insertion in the sheath, when aspirating air bubbles reached the syringe. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, the device was returned with the dilator still inserted. Upon preparation for leak testing, the dilator was removed and an attempt to flushed was performed unsuccessfully. A leak from the handle was found. The device was examined on the microscope, and it was found damage on the flush lumen, where the adhesive filet bonds the lumen to the valve hub of the sheath. Inspection on the halves of the split valve, also showed that the internal valve was deformed and unable to properly reseal. Based on all available information, the cause traced to device design conclusion code was selected for the "visible air/bubbles" and "leak." Allegations.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During catheter insertion in the sheath, when aspirating air bubbles reached the syringe. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.